Event description:
Screws removed from the device, instrument was taken apart. Upon opening the device which has undergone a full decontamination cycle (automated washing and autoclaving) dried matter believed to be blood was found inside. There has been no recorded harm to patients as a result of this finding.